Event description:
The customer experienced an issue with the cobas 6000 which caused a delay in reporting a troponin t hs result for one patient. The customer had changed some racks on the loader and started the system. After a call was received inquiring about the patient result, the customer checked the system and found it was in "operation", but no samples had been processed. The customer tried to stop the cobas 6000, but the system did not respond. The entire system was then shut down and rebooted. When restarted, alarms were received and about 30 minutes later the system initialized. The samples were then processed. The sample to be tested for troponin t hs had been loaded onto the system just prior to the issue. The result was reported more than three hours after the sample was collected. It was believed this delay was "too much for the diagnostic of heart disease". The doctor was waiting for the result to know if there was a risk of heart attack. The specific treatment of the patient was delayed. The patient was currently in the cardiology department "for support of his myocardial infarction". Additional information about the patient's condition and treatment received was requested, but was not provided. It was found there was an issue with the "module mask" process and that the issue would only occur if the module is unmasked from "module mask" or "service mask" during operation. Then the module is masked again when it is still in status "preparation". When the module is unmasked again and samples are loaded, the system does not take the samples for processing. It was suggested the customer wait until the status of the unmasked module is in "operation", then remask the system. The troponin t hs reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).